Event description:
Discrepant sodium results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were rerun in duplicate, and resulted lower. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discrepant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the reference electrode was reading low. The fse replaced the reference electrode. The fse then proactively replaced the seals on the ion selective electrode (ise) module. The fse calibrated and ran quality controls, all of which were within range. The cause of the discrepant sodium results was a malfunction of the reference electrode. The instrument is performing within specifications. No further evaluation of the device is required.